Event description:
It was reported that there was a black mark on a reservoir of a large volume infusor. This was noted after compounding the device with fluorouracil. This observation was made before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The lot 14k017 was manufactured from october 14, 2014 to october 15, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.